Event description:
A positive immulite 2500 troponin I result was obtained on a patient sample. The sample was retested three times and the first two results were positive, and the third was negative. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin result.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the case of the falsely elevated troponin I result is unknown. The instrument is preforming within specifications. No further evaluation of the device is required.